Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because mitral regurgitation grade increased one month post-procedure. The cause of the increased mr is unknown. It was reported that on (B)(6) 2016, the initial mitraclip procedure was performed. One mitraclip (cds 60302u148) was implanted. Pre and post-procedure mitral regurgitation was grade 3. On (B)(6) 2016 the patient presented with mr grade 3-4. The implanted clip remained stable and attached to both leaflets and reportedly was performing as intended. Per the physician, the cause for the increased mr was unknown. One clip was implanted successfully, reducing the mr to 1. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned for analysis. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a definitive cause for this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.